Manufacturer narrative:
Analysis was unable to prime the insulin pump during prime test due to loose motor support disk. No compromised force sensor system alarms noted during testing.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during priming. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.